Event description:
It was reported that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system controller pcb and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and observed that it functioned properly on a mock up device when tested.